Event description:
The pump did not souind an audible alarm tone during an alarm condition. During a routine incoming inspection, prior to release for clinical use, it was noted that channel b of the device did not sound an audible tone during an alarm condition.